Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. The proximal section of the pipeline failed to open. Additional steps attempted to open the pipeline included trying repeated pushing, pulling, and retrieving operations, without using any device.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227889970); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving a pipeline embolization device, the device could not be opened smoothly to adhere to the wall in the horizontal section of the second bend. The patient was undergoing treatment for an unruptured saccular aneurysm in the left c6-c7 segment, with a maximum diameter of 7 mm and a neck diameter of 10 mm. Moderate vessel tortuosity was noted, and the access vessel was the left femoral artery with a diameter of 4 mm. Coil delivery was used as part of the treatment. The pipeline embolization device was never implanted. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared and flushed according to the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis #817903578:equipment used: video inspection system (m-81805), camera (panasonic lumix dmc-zs5) as found condition: the pipeline flex device and the phenom 27 catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were found to be intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The braid¿s distal and proximal ends were opened and frayed, while the middle part was fully opened without damage. No other anomalies were noted. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at proximal¿ complaint was not confirmed, as the returned pipeline flex braid¿s proximal end was opened and frayed. In addition, the braid¿s distal end was opened and frayed, while the middle part was fully opened without damage. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. The user deploying the braid in the vessel bend and a damaged braid may have contributed to the failure to open. The braid can be damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.